Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of programmer shutting off and attributed it to the radiofrequency head's cable which was replaced. Reconfigured hard drive, reloaded and updated software. Programmer and head passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that soon after powering the programmer on it automatically turned off. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.